Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the deterioration of the angulation mechanism was rust caused by stress of repeated use, external factors, or handling. Exposed broken metal wires from the inside was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the bending section cover was cut, the bending section cover was chipped, water tightness was lost due to a pinhole in the bending section cover, the insertion tube rotation ring was dirty, the universal cord was dented, the video cable was dented, the video connector case was cracked/deformed, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the bending section cover of the uretero-reno videoscope was torn. The issue was found at the end of a therapeutic procedure. The procedure was completed with the scope. The device was inspected prior to use. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the bending section and bending section cover were broken. Also evaluation found the bending section could not be controlled due to corrosion on the angle mechanism. The report is being submitted due to the failures found during evaluation.